Event description:
It was reported that on (B)(6) 2014 the patient was diagnosed with a fractured catheter with no therapy issues at the time. The fracture was found during a catheter access port (cap) dye study, prior a pump replacement, to confirm catheter patency. The pump was reprogrammed to minimum rate. The pump was to be explanted soon due to end of service (eos) and prior to explant they wanted to program the pump to off state. The pump was used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).